Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Due to the tortuous and long anatomy of the patient, the length of a 28 cm gore dryseal sheath was found to be too short to support the insertion of the contralateral leg component's leading olive into the contralateral gate of the trunk component. During several insertion attempts, the leading olive was reported to repeatedly have hit the wall of the contralateral gate and was finally observed to have become separated. The decision was made to remove the device from the patient. When attempting to retract the device, the majority of the endoprosthesis unintentionally deployed inside the sheath, whereas a small portion had deployed outside the sheath in the patient's femoral artery. The physician subsequently removed the sheath with the deployed device from the patient. The device was replaced and the procedure concluded using the same sheath without further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Added information for "device available for evaluation" and date "returned to manufacturer"

Manufacturer narrative:
The contralateral leg component was returned to gore and an engineering evaluation was performed. The device evaluation showed that the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had fractured at the trailing olive bond on the catheter and the device had been deployed off the catheter. It was also found that the deployment line was still fully intact inside the catheter and the deployment knob was in place. No breaks in the deployment line were found. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The root cause for the partial deployment could not be determined with the currently available information.